Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room with high blood glucose levels, while wearing the pod between 24 and 36 hours. The patient's mother gave corrections through the pod but the blood glucose levels did not come down. The patient had ketones in their urine. The patient's mother gave an insulin injection and realized that the pod was leaking. The patient continued to wear the pod whilst at the hospital. The patient stayed at the hospital for 6-7 hours.